Event description:
It was reported that a loosening of the pegged glenoid led to an explantation of the anatomic eclipse prosthesis and the pegged glenoid. No further information was provided. Update avoe (B)(6) 2023: it was confirmed that the initial surgery took place in 2015 in the (B)(6), 8044 zürich. After the eclipse and the pegged glenoid were explanted, these devices were replaced with devices from another manufacturer.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6 received a picture of a poly glenoid implant of unknown size. The device appears to be severally damaged from the ex-plantation procedure. It was reported the revision was caused by the loosening of the pegged glenoid implant. Complaint is confirmed as the photo does show the device was removed from the body. The root cause cannot be determined due to the lack of information and availability of the device. The most likely cause for the failure of the pegged glenoid is a patient specific event.